Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient that had undergone a basic evaluation trial for gastrointestinal /pelvic floor therapy. It was reported that the patient¿s trial ended (B)(6) 2018 and the lead was removed and the patient was fine and nothing was identified as wrong, and the patient was planning to go on to implant. On (B)(6) 2018 the patient reported a low grade fever, severe leg pain and difficulty walking, had an MRI and a possible injury was seen near the s1 space; and was not going forward with implant. It was unknown at the time if related to cortisone shots (the timing of the cortisone shots was not reported). MRI on (B)(6) 2018 showed there was a 1.5 cm rim enhancing structure right paraspinous near s1 and the patient underwent an aspiration. Less than 1cc of pink cloudy fluid was removed; unknown whether patient¿s symptoms resolved. No further complications were reported or are anticipated.